Event description:
It is reported that the patient's insulin pump is reading highly differentiated blood glucose and sensor glucose readings. The patient's blood glucose level was 155mg/dl. Trouble shooting was conducted and found a bent cannula. Device is being returned. No further information available.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.